Manufacturer narrative:
Continuation of d10: product ID b35300, lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: . Product type implantable neurosti mulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedance issues occurred with the lead during a procedure to place a deep brain stimulation device. Troubleshooting included testing using a new test cable. The issue was resolved by replacing the lead. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative (rep) during follow-up. The cause of impedance issues was not determined. Therapeutic contacts were not affected so no action has been taken or was planned at this time.

Manufacturer narrative:
Continuation of d10: product ID b35300, serial# (B)(6), implanted: (B)(6) 2025, product type: implantable neurostim ulator. Product ID neu_stylet_acc, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Product was received for analysis.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.